Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect exhalation valve is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the peak end expiratory pressure is unstable (low). The customer reported the device auto cycles intermittently. The customer calibrated the exhalation valve, but the issue remains. The customer reported the circuit pressure transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported problem "peep was unstable and low" was unable to duplicated. The reported "sometimes auto cycle" problem was duplicated and isolated to a sticky dust cover. This issue will be internally investigated within vyaire.